Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased 378 mg/dl after approximately 24-36 of pod wear on the leg. The patient noted that upon removal of the pod, the adhesive was observed to be wet, indicating an insulin leak, and the cannula was found to be bent. The patient applied a new pod and successfully resumed therapy. Blood glucose were reported to have decreased to 102 mg/dl following pod replacement.